Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) has reported that this device exhibited premature battery depletion. This caused the patient to suffer anxiety and distress as they were worried about further complications that could arise in the future. The device was subsequently explanted and replaced. Boston scientific has received a threat of ligation related to this issue. No additional adverse patient effects were reported. The location of the explanted device is not known, as the correct serial number was not provided. A request was made to obtain additional information.

Manufacturer narrative:
This report will be updated when our investigation is complete.